Manufacturer narrative:
(B)(4) has been initiated for this issue. The malfunction has not been confirmed.

Event description:
(B)(4) - provider states the unit starts fine but over time the liter flow starts to drop but the unit will not even alarm during that time.